Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke at the time of impaction with the hammer. The broken pieces remained outside of the patient without causing any damage. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Medical product: offset end cap, catalog#: 14-444182, lot#: 386600; ti-double lead cortical screw, catalog#: 14-405042, lot#: 872740; ti-double lead cortical screw, catalog#: 14-405050, lot#: 295260; ti-double lead cortical screw, catalog#: 14-405060, lot#: 364990; femoral nail troch, catalog#: 14-443636, lot#: 149300. Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms that the device is fractured at the base of the threaded tip, such that only part of one thread remains with the rest of the adapter. This analysis also reveals patterns of wear along the outer diameter of the knurl, along with gouges in two separate places, each approximately 1/2" in length and as deep as 1/8". The device was subjected to hardness testing, which confirmed a hardness in conformance with product specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.